Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The physician was advancing the watchman laa closure device and delivery system (wds) through the watchman access system (was) and it was noted that the patient's heart rate increased. This was noted before they could see the closure device on fluoroscopy. The physician injected a little bit of contrast through the sheath and a pericardial effusion was noted. The closure device was removed and the patient was monitored. The physician decided to put a drain in the pericardial space and about 400ml of blood was removed. The closure device was not implanted. The patient is doing fine and was discharged from the hospital. It was further reported that the patient will be rescheduled at a later date. The physician believes that the tissue was very fragile and tore the transverse sinus as the device was introduced through the sheath.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The physician was advancing the watchman laa closure device and delivery system (wds) through the watchman access system (was) and it was noted that the patient's heart rate increased. This was noted before they could see the closure device on fluoroscopy. The physician injected a little bit of contrast through the sheath and a pericardial effusion was noted. The closure device was removed and the patient was monitored. The physician decided to put a drain in the pericardial space and about 400ml of blood was removed. The closure device was not implanted. The patient is doing fine and was discharged from the hospital.